Event description:
It was reported that the patient presented via a remote transmission. Upon review, the right ventricular lead exhibited noise that was oversensed by the device and led to pacing inhibition. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6) 2024 due to noise oversensing issue. The patient's condition was unknown.